Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
A transmitter device (lot#6000816 , serial#(B)(4)) was returned that is not the alleged product at fault. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. The reported event of transmitter failed error was not confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and failed. A pairing test was performed with a known good transmitter and failed. A voltage test was performed and passed. There was no data log available to confirm the reported event of a transmitter failed error. A root cause could not be determined.